Event description:
Aneuryx aortic aneurysm stent graft had been placed about 2 years ago in a hospital. The pt developed a displaced -slipped- graft which led to a large type 1 endoleak. He was transferred emergently to another hospital with a ruptured aaa. Although repair was done, he expired of multiple organ failure as a direct result in 2008.